Event description:
It was reported that the battery voltage was 2.5 v, but review of device data showed the battery at 2.92 v. The device remains in use. No patient complications have been reported as a result of this event. The device was later noted to be at eri (elective replacement indicator) imminent status. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.5v and the daily measurement was 2.92v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.5v and the daily measurement was 2.92v. Upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(6), 2011 which is before explant. The eri is the result of high internal battery resistance.

Event description:
It was reported that the battery voltage was 2.5 v, but review of device data showed the battery at 2.92 v. The device remains in use. No patient complications have been reported as a result of this event.